Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 26 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 150 mm. Aneurysm and vessel morphology are unknown. The pt has a history of coronary artery disease and hypertension. It was reported that the physician pulled the bifurcated stent graft too low, requiring placement of an aortic cuff. When the aortic cuff was placed, it was reported to be too hgih, partially covering the left renal artery. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.